Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019 to explant and replace the patient's ipg. Surgery addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable following long periods of time with the patient not charging. Surgical intervention may take place to replace the ipg and resolve the issue.